Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "(B)(6) 2026, the doctor found patient's tunneled catheter bleeding. The luer hub/fitting has crack and the bleeding is a different defect." Associated complaints: 9680794-2026-00111.

Manufacturer narrative:
(B)(4). Complaint verification testing of a luer hub crack could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2026, the doctor found patient's tunneled catheter bleeding. The luer hub/fitting has crack and the bleeding is a different defect." Associated complaints: 9680794-2026-00111 and 9680794-2026-00110.